Manufacturer narrative:
T:slim x2 user guide states: always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The customer did not provide cgm and meter bg readings; however, the discrepancy was reportedly by approximately 150 points. Reportedly, the customer used different bg meters to test bg levels for calibrations. No additional patient or event information was available.